Manufacturer narrative:
Concomitant: product ID 64002, explanted: 2015-(B)(6), product type adapter. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was depleted and high impedances were measured. The patient had shocks/tingling at the ins pocket site. The patient was reprogrammed several times, but the new settings were not therapeutically beneficial. Impedance testing and x-rays had been done. The product issue was resolved after replacing the ins and pocket adaptor. After the replacement surgery, impedances were measured to be normal and the patient was receiving effective therapy.